Event description:
Event description guidant received information that the patient with these two leads was admitted to the hospital for a surgical procedure unrelated to the pacemaker. A chest xray was done pre-op and the radiologist was concerned with the position of both leads (dislodgement). When the caller checked the device, there was no ventricular capture. The caller was able to go to maximum output to get capture. The patient was not dependent and not symptomatic.